Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer was treated with insulin. The customer did not experience any symptoms as a result of high blood glucose level. Troubleshooting was done for high blood glucose and under delivery. The customer was treated with syringes for high blood glucose. The customer was wearing the insulin pump within 48 hours during the hospitalization. Based on customer report customer did allege pump was under delivering. The customer stated that high pressure test confirm occlusion. The insulin pump will not be returned for analysis.